Manufacturer narrative:
Patient ID: (B)(6). Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the speakers and the power management board to address the reported problem. The device was returned to full functionality.

Event description:
The customer reported a backup alarm lamp failure. No patient or user harm was reported. The event date was not specified; estimate used.